Event description:
Philips received a complaint by the customer on the v60 indicating that the o2 tube is deteriorated. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Case cancelled since it was determined this case was opened in error.